Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers outside 2.1 were functioning correctly, and the drawer controller for 2.1 tested out of acceptable range. A field service engineer (fse) replaced the drawer board controller of drawer 2.1 to resolve the issue. Hardware tests were performed, and the drawer operated within specifications with customer medication inventory loaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed with a device not detected on the bus error. Customer tried to reboot and recover the drawer, but issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.